Event description:
Va prior to event: 20/200 current va: 20/40

Event description:
The surgeon had difficulty folding the intraocular lens (iol) during implant surgery and the incision was enlarged. Additional information has been requested.